Event description:
The pt received the scs system on (B)(6) 2011. It was reported intraoperative testing revealed both surgical paddle leads (from the same lot) were exhibiting high impedances. Repositioning the leads and changing the trial cables used for testing did not resolve the issue. The physician removed the surgical paddle leads and implanted a percutaneous lead to successfully complete the procedure. The procedure was extended approx one hour as a result of this event.

Manufacturer narrative:
The complaint was not confirmed. As received, visual inspection of the returned leads did not find any anomalies to the body or wires. Electrical analysis of the lead measured in spec. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.